Manufacturer narrative:
The device was returned due to patient expired. The device was tested on the bench and no anomalies were found. Analysis was normal.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-15200, related manufacturer reference number: 2017865-2019-15203. A patient death of an unknown cause was reported without clear information as to whether the death was device-related.